Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during priming of the delivery device, the generator stopped working and repeatedly tripped the circuit breaker on-site. The device was found to be faulty and was rendered unusable. The procedure was interrupted and the patient is waiting a new surgery date once the generator has been repaired. The patient condition following the procedure was reported to be stable. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation unknown. This report is for the generator.